Event description:
It was reported by service report that the footboard was missing the fowler and knee gatch control assembly and the main module, with a possibility of fluid ingress. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: footboard missing fowler/gatch control assembly and the main module.